Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. Patient reported possible leakage with infusion set event on (B)(6) 2026. Patient declined troubleshoot hence cause and site of leakage could not be determined. No further information available.